Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer stated they received questionable results for on patient tested with the elecsys troponin t hs assay (tnths) on a cobas 8000 elecsys analyzer. Samples collected from the patient from june 2011 to present had tnths results between 38 and 71 pg/ml. The testing was performed due to patient discomfort, but the results did not fit the clinical picture of the patient. The customer provided specific data for one sample from the patient tested on (B)(6) 2018. The tnths result from this sample was 70.7 pg/ml. No clinical reason for the patient's elevated tnths values was found by a cardiologist or general practitioner. The patient had no risk factors for heart attack. The patient's body mass index (bmi) was 26. The patient had no renal disease. There were no issues with the patient's electrocardiogram, spirometry, and echo results. No issues were seen with 24 hours of blood pressure monitoring. The patient has a known 40% left anterior descending coronary artery (lad) stenosis. There was no allegation of an adverse event. The serial number of the cobas 8000 analyzer was requested but not provided. The patient sample from (B)(6) 2018 was provided for investigation and the customer's result was reproduced.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Medwatch has been updated. (B)(6).

Manufacturer narrative:
Upon serum fractionation of the sample, it was determined that the tnths value measured by the customer is a true positive value. The presence of an interfering factor could not be detected in the sample.